Manufacturer narrative:
The device was returned on 5/5/2023 for evaluation. Infusion completed early ¿ not confirmed as not replicated during testing and log review indicates user error. The key press events show that the rate was set to 296 and the duration was set to 3 hours, whereas the nurse mentioned 296 ml as the vtbi. The infusion delivered as expected for 1 hour after which the infusion is stopped by the nurse at 270ml. Engineering evaluates that the nurse wanted to program 296ml volume, but instead programmed the rate to be 296ml/hr and started the infusion for 3 hours. But after 1 hour, the nurse noticed the volume infused to be 270ml and considered that the infusion was about to complete early and stopped the infusion. Based on log review, it is concluded that the device was working as expected and the pump did not complete the infusion early. The probable cause of the incident was user error by incorrectly entering the volume to be infused (vtbi) as the rate and failing to note the error when confirming the program. The device passed all performance verification testing (pvt) without issue. No issue found with device operation or accuracy.

Event description:
The event involved a plum 360 pump where it was reported that the infusion completed early. The customer stated that on (B)(6) 2023, they started blood transfusion at 4:45am [296ml] set up for 3 hours time. Somehow the machine fault, the transfusion was finished at 5.50a.m.' Obs. Monitored, informed the ward coordinator, and informed the doctor. There was patient involvement but the patient had no adverse reaction regarding the infusion. No further information was provided.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device has been requested for evaluation. However, it has not yet been received.